Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that door constantly fails and requires recovery. A field service engineer, removed latch column and the connections on all latches were cleaned, crimped, and properly reseated to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer has failed. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.